Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure code for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 failed to open and produced a clicking sound. A field service engineer (fse) identified faulty drawer rails, powered off the station, removed and replaced the rails, reinstalled the drawer, and verified functionality using the hardware test application (hta). After rebooting, auxiliary drawer 6 row d was not detected on the bus. The fse powered off the station again, reseated the rowboard cable, and upon powering on, found loose medications between cubie pockets, which were removed. The station was restarted, and repairs were successfully verified in hta. The system functioned as intended after field service engineer repaired the device.